Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report her readings from her plink meter are not consistent with her other meter. Analysis run on clark error grid using mean avg. Reading (165) as ref. Point vs. Bd readings (48, 282) yielded data points in the d range of the grid, outside or acceptable limits.